Event description:
The rptr took her meter to the dr's office and performed a meter to health care professional meter comparison test, within 3 mins, using separate fingersticks. Testing resulted with the rptr's meter reading 234 mg/dl and the dr's meter (glucometer) 140 mg/dl. She does not adjust insulin to meter readings. No symptoms were reported. A control solution test was within range.